Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia (high blood glucose (bg). It was reported that customer was inserted a new sensor and after 2-3 days she was alerted to change sensor and was hospitalized due to high bg and dka (diabetic ketoacidosis). The bg value when admitted to hospital was 308 mg/dl. Customer was treated with intravenous insulin drip for the hyperglycemia (high blood glucose). Customer reported symptoms at the time of hospitalization event were feeling sick/unwell and vomiting and dehydrated. Customer was not wearing a sensor pump was not in auto mode and blood glucose went up. The length of hospitalization was greater than 24 hours. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag. Troubleshooting was not performed. It was unknown whether the customer using insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-342g. No product return is required for mmt-431ag.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.